Event description:
Patient reported "severe pain, pain under the arm, abscess, and itching". This record is for a right side. Device remains implanted.

Manufacturer narrative:
The event of "abscess" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: abscess.